Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the patient received many shocks for what appears to be rv lead noise. On the ventricular channel, the pace/sense lead impedance measured high. Lead fracture is suspected. Hence, the lead was capped.